Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The right atrial lead exhibited noise which seemed to occur only in the morning. The patient would continue to be monitored remotely. On (B)(6) the patient was remotely followed up and the patient was in good condition. The noise was still occurring but the patient was asymptomatic. On (B)(6) the patient was followed up remotely and he continued to be asymptomatic to the noise. The patient was asked about possible exposure to emis but none could be confirmed. All other electrical values were within range and stable. The physician elected to continue to monitor the patient.